Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a reservoir occlusion. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported changing the infusion set and found the reservoir compartment is broken at the top unable to lock reservoir in place. The customer did troubleshoot the issue. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The reservoir will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window, cracked battery tube threads, broken reservoir tube lip. Reservoir locks in place. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.